Event description:
On (B)(6) 2009, patient had colectomy with insertion of ureteral catheters. Catheters removed. On (B)(6) 2010, attempt was made to surgically remove retained foreign body but patient had to be taken to interventional radiology. Foreign body appears to be portion of 5fr whistle tip catheter from (B)(6) 2009.